Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device powered on without display and the device did not respond to the front panel controls.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 device problem code. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, troubleshooting and internal inspection without duplicating the report. The power interface module (pim) board and central processing unit (cpu) will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.